Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced excessive bleeding (seen as genital bleeding). This event is anticipated in the reference safety information for essure. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (hysteroscopy, d&c and ablation). A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device, migration of essure"), device breakage ("device breakage") and genital haemorrhage ("excessive bleeding, abnormal bleeding(general)") in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2014, the patient had essure (ess205) inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain upper ("stomach pain, abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain, pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), dyspepsia ("gastrointestinal or digestive system condition"), hormone level abnormal ("hormonal changes"), dyspareunia ("dyspareunia (painful sexual intercourse)") and headache ("other injury(ies) or complications(s)-please describe: headache"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysteroscopy, d&c and ablation on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, sexual dysfunction, vaginal discharge, weight increased, gastrointestinal disorder, dyspepsia, abdominal pain upper, hormone level abnormal, dyspareunia and headache outcome was unknown. The reporter considered abdominal pain upper, device breakage, device dislocation, dyspareunia, dyspepsia, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, pelvic pain, sexual dysfunction, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure was in the correct place. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and mr received: new reporters, patient demographic information, product indication, onset and removal dates updated, treatment medications, new events vaginal haemorrhage, menorrhagia, vaginal infection, sexual dysfunction, device dislocation, device breakage, vaginal discharge, weight increased, gastrointestinal disorder, dyspepsia, dyspareunia, abdominal pain upper, headache and hormone level abnormal added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("malposition of essure device, migration of essure"), genital haemorrhage ("excessive bleeding, abnormal bleeding(general)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, irregular menstrual cycle and uterine fibroids. On (B)(6) 2014, the patient had essure (ess205) inserted. In december 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain upper ("stomach pain, abdominal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain, pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), dyspepsia ("gastrointestinal or digestive system condition"), hormone level abnormal ("hormonal changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("other injury(ies) or complications(s)-please describe: headache"), mood swings ("hormonal changes, describe: mood swings") and migraine ("migraines"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), surgery (hysteroscopy, d&c and ablation on (B)(6) 2015) and surgery (d&c and ablation on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection, female sexual dysfunction, vaginal discharge, weight increased, gastrointestinal disorder, dyspepsia, abdominal pain upper, hormone level abnormal, dyspareunia, headache, mood swings and migraine had not resolved. The reporter considered abdominal pain upper, device breakage, device dislocation, dyspareunia, dyspepsia, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure was in the correct place. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("malposition of essure device, migration of essure"), genital haemorrhage ("excessive bleeding, abnormal bleeding(general)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, irregular menstrual cycle and uterine fibroids. On (B)(6) 2014, the patient had essure (ess205) inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain upper ("stomach pain, abdominal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain, pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), dyspepsia ("gastrointestinal or digestive system condition"), hormone level abnormal ("hormonal changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("other injury(ies) or complications(s)-please describe: headache"), mood swings ("hormonal changes, describe: mood swings") and migraine ("migraines"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)), surgery (hysteroscopy, d&c and ablation on (B)(6) 2015) and surgery (d&c and ablation on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection, female sexual dysfunction, vaginal discharge, weight increased, gastrointestinal disorder, dyspepsia, abdominal pain upper, hormone level abnormal, dyspareunia, headache, mood swings and migraine had not resolved. The reporter considered abdominal pain upper, device breakage, device dislocation, dyspareunia, dyspepsia, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure was in the correct place. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events hormonal changes, describe: mood swings and migraines were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive bleeding") in a female patient who received essure (ess205) for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient started essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and clinically significant/intervention required) and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (hysteroscopy, d&c and ablation on (B)(6) 2015). At the time of the report, the genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced excessive bleeding (seen as genital bleeding). This event is anticipated in the reference safety information for essure. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (hysteroscopy, d&c and ablation). A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.